Manufacturer narrative:
This lead was capped on (B)(6) 2020. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided rv shock coil impedance measurements showed the impedance at 368 ohm on (B)(6) 2017 and at 381 ohm on (B)(6) 2019, before a measurement less than 200 ohms was acquired on (B)(6) 2020, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
It was reported that approx. 90 months after the implantation oversensing with inappropriate shocks occurred. A re-intervention took place on (B)(6) 2020. Further details were not available.